Manufacturer narrative:
An investigation is currently undeway. Any conclusive results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a catheter. One of the side holes on the catheter was partially attached and ended up in the pt.